Event description:
It was reported that "pt broke his hip in 2006 and received an unidentified hemiarthroplasty hip. On (B)(6)-2007 the patient had pain, and a revision was performed, due to a loose, failed hemiarthroplasty stem. This was replaced with a total hip. Stem was removed, acetabulum reamed, and a new stem was cemented in (eon size 6), 36mm head and titanium cup with 3 screws."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.